Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 300 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
Additional information was received. It was reported that due to the occlusion alarms initially reported, the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 300 mg/dl. Customer was treated with an intravenous insulin drip, and was released from the ER approximately 4-5 hours later. Upon being released from the ER the customer¿s blood glucose level was 180 mg/dl and customer was stable.